Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy.  The cause of the peritonitis was unknown.  It was not reported if the patient was hospitalized for the event.  Treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.